Event description:
It was initially reported on (B)(6) 2012 that the patient experienced an overstimulation sensation "a few months ago." The patient turned the stimulation down, which resolved the overstimulation but then she could not feel stimulation. The patient was unsure when she stopped feeling stimulation and there was not known accident or incident related to the issue. It was noted that the patient had experienced weight fluctuations, but did not believe the implantable neurostimulator (ins) had flipped. The patient also reported being unable to make adjustments with the patient programmer. A new programmer was ordered. Follow up information was received on (B)(6) 2012 that reported the patient still had no stimulation sensation. The patient had a return of her urinary symptoms and had more leaking and had to go to the bathroom more often. The patient was still unable to adjust stimulation even with the new patient programmer. The patient was instructed to make an appointment with her physician to check the ins. Additional information received on (B)(6) 2012 reported the patient still had concerns with her device or therapy, and she did not yet have a physician. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3889-33, lot # v148762, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).